Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: flickering image. Based on the results of the investigation, no image is showing on screen was likely due to severe kinks on the insertion tube. The most probable cause of this complaint is a random component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited no image on the screen during a diagnostic bronchoscopy procedure. The patient was under sedation. There was no report of any delays. The intended procedure was completed with another similar device. There were no reports of patient or user harm associated with this event.